Event description:
I am a service technician dispatched to diagnose a dental chair issue. It was reported a patient fell out of the dental chair. I found the marus chair model dc1702, sn (B)(4) with a manufacturer date of 02/2011 had a catastrophic structural failure causing it to drop the patient. FDA safety report ID # (B)(4). FDA received date: 02/07/2020.